Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Complainant device is expected to be returned to the manufacturer. Not yet received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review: manufacturing location: (B)(4). Manufacturing date: 26.jan.2015. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke intraoperative. Fragments have been removed from patient&#38112;body, no patient harm. The surgery was prolonged by 30 minutes. This report is for one (1) 10.5mm cannulated drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient age/dob was provided for reporting. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis patient age/dob not provided for reporting. A product development investigation was performed for the subject device. One (1) 10.5mm cannulated drill bit (part 03.224.003, lot 9199858, mfg. Date; january 26, 2015) investigation of complained drill bit confirmed that the tip distal is broken off. Instrument returned incomplete for investigation as broken part of the tip distal is missing. Relevant dimensions could not be measured due to the damage incurred. Further investigation on documentation for material and manufacturing shows that the instrument produced in january 2015 meets specification. No failure in material or manufacturing could be detected. Without any further details it is unfortunately not possible to determine the exact cause of the tip damage. We can only assume that an unforeseen high mechanical force lead (contact of k-wire) into a material fatigue which caused the tip damage. Complaint is disposed as confirmed due to evidence that the tip is broken off, but it's considered not valid for manufacturing standpoint because there is no evidence of issues manufacturing related. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported the event in (B)(6).